Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having a lot of really bad pains and spoke to a manufacturer representative (rep) who had them try therapy group a for a week. Patient stated they spoke to the rep yesterday who had them change to group b and asked if the patient could feel the stimulation. Patient stated they thought they felt a little tingle in their knees so they told the rep yes; however, this morning they got up and can increase the intensity to 20 and feel no tingle. Patient commented they tried to change back to group a but it just bounced right back to b. Agent confirmed therapy was on in group b and had patient change to group c; patient reported they felt no stimulation. Patient changed to group a and increased intensity from 3.5 to 6.2 and stated they still were not feeling anything. Agent reviewed information and redirected to healthcare provider (hcp) to further address. Agent suggested national answering service (nas) number but patient declined and stated they are not in a bunch of pain so will wait it out. While on the call, patient noted they laughed and felt a tingle in their knees.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.